Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations process, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the following: due to a pinhole on the channel-tube, the water tightness was lost (pliers water leakage in the pipes). There was no patient involvement.